Manufacturer narrative:
Result: the ace 68 was kinked approximately 70.0 cm from the hub. Conclusion: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs if the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging. The damage to the ace 68 was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new ace 68. There was no report of an adverse effect to the patient.